Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl, treated with manual injection and current value was 190 mg/dl. Customer also stated that retainer ring came off and reservoir did not lock in place. Customer did not used auto mode. The insulin pump will not returned for analysis.